Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third-party agent contacted physio-control to report that their customer's device would not respond to button presses of the AED button, preventing the device from activating AED mode. As a result the need for defibrillation therapy may not be able to be determined. There was no patient associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the main keypad assembly to resolve the reported issue. Proper device operation was subsequently observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced main keypad assembly and was no longer able to reproduce the reported issue, therefore further root cause could not be determined.

Event description:
The third-party agent contacted physio-control to report that their customer's device would not respond to button presses of the AED button, preventing the device from activating AED mode. As a result the need for defibrillation therapy may not be able to be determined. There was no patient associated with the reported event.